Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was not able to duplicate problem. The unit passed all calibration, functional and safety tests. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported by customer that a gas leak was discover in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.